Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the information on the explant form the electrode penetrated the skin of the open cavity and was in the ear canal. Reportedly the array was damaged and a small wire was protruding from the array. The skin was not intact over the device prior to explantation.

Event description:
The device and explantation report form were received at headquarters.according to the information on the explant form the electrode array penetrated the skin of the open cavity and was in the ear canal. Reportedly the array was damaged and a small wire was protruding from the array. However, also according to the report form the array was found still fully inserted. The skin was not intact over the device prior to explantation. Further information was requested but was not received.

Manufacturer narrative:
Conclusion:device investigation on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the information received from the explant report the device was explanted due to an extrusion of the active electrode through the skin of the open cavity into the ear canal. Reportedly, the electrode was found damaged prior to explantation, however, the mentioned damage could not be confirmed, as the electrode was received incomplete and mechanically damaged, likely due to device removal. This is a final report.